Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported sleeve steering issue or subsequent delivery catheter/dc shaft bend in this incident could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
This is filed to report that the clip delivery system (cds) did not steer properly. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve, however while steering the cds to the mitral valve with the m-knob to one o'clock the cds went medial to lateral, instead of medial / anterior. There was a "set" in the shaft. The shaft was bent 20 degrees. The device was removed and was replaced with a new cds. One clip was implanted reducing the mr to >1. The patient is stable. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.